Event description:
The customer reports that the anastomosis lead to a digestive haemorrhage and another medical intervention was required. There were tissues damages. There was blood loss of 500cc, blood transfusion was required.

Manufacturer narrative:
(B)(4)